Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "system fault 41622." The investigation was not able to duplicate the reported issue during functional testing. Based on the investigation, the complaint allegation was not confirmed. The optic flex was replaced as a preventive measure.

Event description:
It was reported that a smiths medical pump displayed an error 41622 (during testing). No patient involvement.